Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent overnight low blood glucose while using the ilet, with nadirs to 40 mg/dl for approximately 30¿45 minutes despite bedtime snacks and without preceding highs or meal announcements. Symptoms included feeling foggy without loss of consciousness. Outcomes included self-treatment at home using oral carbohydrates, no assistance from others, and no professional medical intervention or hospitalization. Troubleshooting and education were provided, including guidance to consult clinical decision support regarding sleep target settings and acknowledgment that ilet learning can take several weeks. Investigation included a review of the event description and user-reported glucose data context. Investigation of this case revealed no device malfunction reported and an unclear etiology for hypoglycemia while the system was still early in its learning period. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.